Event description:
Recurring problems with blood bank refrigerator door handles. Door handles (lock & strike assembly) are having to be replaced on a quarterly basis. The door handles appear to be of poor design and made with inferior materials that lead to their constant breakage. Prior to their complete failure, the handles also cause problems with the closure of the refrigerators' doors. When this occurs, the refrigerators exhibit increased storage temps and temp alarms related to the door not closing properly and sealing, and lead potentially to the loss of blood products by way of the increased (excessive) storage temps. We feel that if the door handle was of better design and made of better (e.g., stronger, more durable) materials, this problems would not occur as often as it is now.